Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint addresses a type 1b endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2020, this 61-year-old male patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting at zone 2. Procedure imaging revealed patent study device, left subclavian artery (lsa) covered and not revascularized, thrombosed thoracic false lumen, patent abdominal false lumen with flow from a secondary tear at the left renal artery and collateral flow from lumbar arteries, and no device issues. The 6-month imaging on (B)(6) 2020 revealed development of new entry tears at the left common iliac artery (cia) and the right external iliac artery (eia), thrombosed thoracic false lumen, patent abdominal false lumen with flow from secondary tears at the left renal artery (lra) and iliacs and collateral flow from the lumbars, patent study device, no thrombus, and no device issues. On (B)(6) 2020, the patient experienced left subclavian artery stenosis which was treated endovascularly and resolved on (B)(6) 2020. The 12-month follow-up imaging on (B)(6) 2021 revealed partially thrombosed thoracic false lumen with flow from a type ib endoleak, patent abdominal false lumen with source of flow unchanged from previous, patent study device, no thrombus, and no device issues. The 2-year imaging on (B)(6) 2022 revealed the same. The 4-year imaging on (B)(6) 2024 revealed retrograde progression of dissection, partially thrombosed thoracic false lumen with flow from a type ib endoleak, patent abdominal false lumen with source of flow unchanged from previous, patent study device, no thrombus, and no device issues. The 5-year imaging on (B)(6) 2025 revealed no further progression of dissection, but otherwise the same results as the prior imaging. The type ib endoleak noted at the 12-month follow-up persisted on the 2-year, 4-year, and 5-year imaging. No intervention was carried out to treat the endoleak. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. Since the treated disease was a dissection rather than an aneurysm the reported type 1b 'endoleak' is considered to be a type 1b 'entry flow' into the false lumen. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint event is related to the implanted stent graft. This complaint originates from a retrospective post market study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations - dissections¿. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. The use of zta for treatment of dissection for which the safety and effectiveness have not been evaluated is a possible cause for the reported type 1b endoleak. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study). A type ib endoleak was reported 505 days post-procedure. On (B)(6) 2020, this 61-year-old male patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting at zone 2. Procedure imaging revealed patent study device, left subclavian artery (lsa) covered and not revascularized, thrombosed thoracic false lumen, patent abdominal false lumen with flow from a secondary tear at the left renal artery and collateral flow from lumbar arteries, and no device issues. The 6-month imaging on (B)(6) 2020 revealed development of new entry tears at the left common iliac artery (cia) and the right external iliac artery (eia), thrombosed thoracic false lumen, patent abdominal false lumen with flow from secondary tears at the lra and iliacs and collateral flow from the lumbars, patent study device, no thrombus, and no device issues. On (B)(6) 2020, the patient experienced left subclavian artery stenosis which was treated endovascularly and resolved on (B)(6) 2020. The 12-month follow-up imaging on (B)(6) 2021 revealed partially thrombosed thoracic false lumen with flow from a type ib endoleak, patent abdominal false lumen with source of flow unchanged from previous, patent study device, no thrombus, and no device issues. The 2-year imaging on (B)(6) 2022 revealed the same. The 4-year imaging on (B)(6) 2024 revealed retrograde progression of dissection, partially thrombosed thoracic false lumen with flow from a type ib endoleak, patent abdominal false lumen with source of flow unchanged from previous, patent study device, no thrombus, and no device issues. The 5-year imaging on (B)(6) 2025 revealed no further progression of dissection, but otherwise the same results as the prior imaging. Patient outcome: the type ib endoleak noted at the 12-month follow-up persisted on the 2-year, 4-year, and 5-year imaging. No intervention was done to treat the endoleak. The patient recovered without sequelae on (B)(6) 2020 and was discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.